Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced high/undefined pacing impedance, no sensing, and non-capture. It was noted that the physician was unable to check the defibrillation impedance with oversensing and noise noted. A lead fracture was suspected. Defibrillation therapies were turned off and the rv lead remains in use. No patient complications have been reported as a result of this event.